Event description:
Healthcare professional reported "we have a patient with old style 468 textured saline implants from mcghan she had put in cosmetically in 2001. She would like to change to silicone gel, the least cohesive. What do I need to do to go about helping her get these replaced?". Later healthcare professional reported "they are anatomic textured implants; she also has capsular contracture". This record is for an unknown side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.